Event description:
Additional information received reported the physician took the patient to the operating room (or) to replace the pump and catheter {refer to manufacturer report # 3004209178-2014-10225} and the ¿new¿ pump could not take all the medicine so the physician decided to use another new pump.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. No reservoir access issues were encountered while doing all of the non destructive testing. The pump was then fill with 20 ml. Of sterile water, then aspirated, repeating this process 5 times. No problems encountered. The pump was then filled with 40 ml. Of sterile water and aspirated for a total of five times, with no problems encountered. (B)(4).

Event description:
Additional information received reported the pump was never implanted in the patient and the air lock occurred on the back table prior to implant. It was noted no drug had been filled in the pump and the patient had no symptoms regarding this issue. The patient was doing fine with the pump that was implanted. The pump was to be returned.

Event description:
It was reported that when a replacement pump was being filled on the date of this report, only 35 milliliters of drug were able to be injected before the pump locked up. The health care provider did not trust the pump and did not want to use it so no troubleshooting was done. The pump was not used. The system was being used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).